Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the pediatric patient experienced a failure to alert. It was stated by the parent that the patient would have experienced diabetic ketoacidosis and that they were hospitalized due to this. According to the parent the dka was caused by issues with the cgm alerts. No further information was reported and there was no information regarding treatment nor the duration of stay at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to contact the reporter for more information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 01/29/2026, it was reported that the pediatric patient experienced a failure to alert. It was stated by the parent that the patient would have experienced diabetic ketoacidosis and that they were hospitalized due to this. According to the parent the dka was caused by issues with the cgm alerts. No further information was reported and there was no information regarding treatment nor the duration of stay at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to contact the reporter for more information were unsuccessful. The alert/notification settings issue was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause could not be determined. It was found in connection with the reported allegation that on the alleged incident date, 01/29/2026, from 10:02 am to 11:22 am, the estimated glucose values were in range and rising from 113 mg/dl to 237 mg/dl. At 11:27 am, the app delivered a rising fast alert at 0% volume as it was set to vibrate only. At 11:32 am, the device began to experience signal loss for over 30 hours. From 05:37 pm to 08:02 pm, during signal loss, backfilled egvs rose from 171 mg/dl to 396mg/dl. From 08:07 pm to 10:12 pm, backfilled egvs were mostly high (over 400 mg/dl). From 10:17 pm until 11:17 am the next day, january 30, 2026, backfilled egvs dropped from 386 mg/dl to 104 mg/dl. From 11:22 am to 01:32 pm, backfilled egvs rose from 105 mg/dl to 395 mg/dl. From 01:32 pm to 05:32 pm, backfilled egvs remained mostly high (over 400 mg/dl). At 05:37 pm, signal returned with an egv of high (over 400 mg/dl), and the app delivered a signal loss alert at 0% volume as it was set to vibrate only. From 05:32 pm to 09:42 pm, the app delivered high alerts at 0% volume as it was set to vibrate only. From 09:47 pm to 11:12 pm, egvs were in range, dropping from 395 mg/dl to 305 mg/dl. No additional event or patient information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 01/29/2026, it was reported that the pediatric patient experienced a failure to alert. It was stated by the parent that the patient would have experienced diabetic ketoacidosis and that they were hospitalized due to this. According to the parent the dka was caused by issues with the cgm alerts. No further information was reported and there was no information regarding treatment nor the duration of stay at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to contact the reporter for more information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.